Manufacturer narrative:
H10: the device was received for evaluation. A photograph of the sample was also received for evaluation. A visual inspection with the naked eye identified no evidence of separation on the actual sample, however based on the photo sample, the tubing or bushing was not fully flushed onto the patient adapter. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was also performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the patient adapter and the tubing or bushing is a friction fit and not a solvent bond, therefore a strong tug on the patient adapter or tubing could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: ¿¿¿¿¿¿¿¿¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a peritoneal dialysis (pd) transfer set separated from the silicone tubing. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.